Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicone boot on one of the hemopro 2 jaws came off out of the box. The hospital did not repot any pt effects. The hospital will reportedly not be returning the device in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determined whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).